Event description:
It was reported that the customer experienced a low blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated their pump settings to address the event.